Manufacturer narrative:
Other, other text: additional information is provided in d.3., h.2., h.3., and h.6. Review of the physical condition of the device reveals that part of the pole clamp is missing, disengaged screw from the pump was found inside the device and water tank enclosure have cracks around screws. The device was visually/physical checked and was filled and started to leak from the bottom of the water tank. The problems reported by customer were duplicated - water tank is leaking, and screw was found inside the device. The leakage was caused by cracks around the water tank screws. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Corrective action: the water tank enclosure and pump will be replaced. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
B3: date of event, no information has been provided to date. G5: no 510k as product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking from the water chamber. Upon customer inspection, it was found that there were some possibly disengaged screws moving around in the unit. Patient involvement unknown.